Manufacturer narrative:
The device was explanted as the recipient reportedly experienced intermittencies and loss of electrode function. In-situ test results showed multiple open circuit electrodes. Analysis revealed damaged wires at the feedthrough area.

Manufacturer narrative:
This report is submitted on april 18, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2019.